Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to pyxibus was causing sparkling. A field service engineer replaced the pyxibus cable. The system functioned as intended after the field service engineer troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system cord going from main to aux tower is damaged. When moving the machine away from the wall, it was noted that the cord was damaged and sparking (visible spark) when manipulated. There were no adverse events or injuries reported based on this incident.